Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states: ¿the gore® bio-a® tissue reinforcement is designed with a textured porous fibrous web surface on both surfaces. The device elicits a physiological response, which fills the deficit with native tissue and gradually absorbs the device. It is recommended that the device be placed next to well-vascularized tissue where ingrowth is desired. Degraded via a combination of hydrolytic and enzymatic pathways, the pga:tmc copolymer has been found to be both biocompatible and non-immunogenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2020: (B)(6) hospital. (B)(6) md. Procedure: esophageal manometry. Assistant: (B)(6) md. Preoperative diagnosis: hiatal hernia. Postoperative diagnosis: overall esophageal manometry study is within normal limits with exception of somewhat high amplitude peristaltic waves. Only one swallow showed significantly elevated dci of 12,156; that in itself would not qualify for jack hammer esophagus (greater than 20% of swallows need to have significantly elevated dci to qualify for that diagnosis). Anesthesia: n/a. Complications: none. ­ findings: ¿lower esophageal sphincter: esophageal sphincter was located at 43 cm from incisors. Mean lower esophageal sphincter resting pressure was normal at 12 mmhg. There was adequate relaxation of lower esophageal sphincter with swallows. Median irp was 6 mmhg. Esophageal body: a total of 10 peristaltic waves were studied after ingestion of 10 cc of water. There was adequate propulsive peristaltic activity in the esophageal body. Mean dci was elevated at 4382 millimeters second per centimeter. 1 of the peristaltic waves had significantly elevated amplitude of 12,156 per second per centimeter with prolonged duration greater than 6 seconds. Distal impedance was 962 ohms. Upper esophageal sphincter: upper esophageal sphincter was located at 21 cm from incisors. Esophageal sphincter pressure was 30 mm hg. There was adequate relaxation of upper esophageal sphincter with swallows.¿ ­ procedure: ¿by standard techniques esophageal manometry tracings were obtained by teresa rn .¿ implant preoperative complaints: ¿ (B)(6) 2020: (B)(6) hospital. (B)(6), md. H&p [history & physical]. Chief complaint [cc]: ¿hiatal hernia with gerd.¿ history of present illness [hpi]: ¿(B)(6) is a 69 y.o. Male who presents to the clinic for reflux and chest pain, having seen him for last few visits and working him up for preoperative evaluation and work-up, he has swallow evaluation that has demonstrated a large hiatal hernia with about 30 or 40% of his stomach intrathoracic, he went on swallow evaluation which she [sic] was normal, and he is coming for surgery scheduling. (B)(6) denies history of cp [chest pain]/sob [shortness of breath], mi [myocardial infarction], cva [cerebrovascular accident], liver disease, hepatitis, bleeding/clotting disorders, history of dvt [deep vein thrombosis]/pe [pulmonary embolism], asthma or lung disease, kidney disease, diabetes and neurologic disorders. (B)(6) denied prior complications with anesthesia or family history of problems with anesthesia, and latex and iodine allergy.¿ ¿gi: abdomen is soft, non-tender to palpation, non-distended. The liver and spleen are not enlarged on palpation. Bowel sounds present.¿ ¿I have review swallow evaluation as well as an upper endoscopy.¿ assessment and plan [ap]: ¿mr. (B)(6) is a 69-year-old gentleman who is coming to see me for her large hiatal hernia, I will take him to the operating room for laparoscopic hiatal hernia repair with implantation of mesh, with nissen fundoplication and intraoperative endoscopy, I explained the risk and benefits of procedure to the patient and he agreed and consented for it. We discussed postoperative diet for 2 weeks and a liquid diet 2 weeks and a soft mechanical diet and then start introducing different elements of the diet back slowly, we discussed about smoking cessation we will get pulmonology and cardiology clearance for surgery .¿ ¿ (B)(6) 20: (B)(6) hospital. (B)(6) md. Indications: ¿justification of the procedure mr. Lance is a 69-year-old gentleman who came to see me to my office for difficulty swallowing, after work-up he was found to have a large hiatal hernia, also he was having a normal esophageal manometry, so I decided take him to the operating room for a laparoscopic hiatal hernia repair with implantation of mesh and intraoperative upper endoscopy, l explained the risk and benefits of procedure to the patient and he agreed and consented for it.¿ [sic ]. Implant procedure: laparoscopic hiatal hernia repair with implantation of bio-a and nissen fundoplication and intraoperative upper endoscopy. [Implant: gore®¿bio-a®¿tissue reinforcement, hh0710/22228485, 7cm x 10cm.] Implant date: (B)(6) 2020 [hospitalization dates (B)(6) 2020]. ¿ (B)(6) 2020: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), do. (B)(6) pa. Preoperative diagnosis: hiatal hernia. Postoperative diagnosis: hiatal hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Complications: none. ¿ wound classification: ¿clean contaminated .¿ ¿ findings: ¿good intra-abdominal esophageal length about 5 cm, right was done over a 58 bougie, intraoperative endoscopy showed good wrap.¿ ¿ procedure: ¿took the patient back to the operating room his plate [sic] supine on the table general anesthesia was given surgical time was done, the skin of the abdomen was prepped and draped in the usual manner, he received preoperative antibiotics, I started the operation using a veress needle in the left upper quadrant, saline drop test was negative then l start insufflating co2 until achieved good pneumoperitoneum then after that I was able to insert a 5 mm port about 15 cm distal to the xiphoid 12 mm port in the right upper quadrant about midclavicular line another 5 mm port more lateral and then a 5 mm port in the left upper quadrant, then I used a subxiphoid incision to put a nathanson retractor to retract the left lobe of the liver, I started the operation reducing the stomach into the abdomen and then I started working on the pars flaccida of the gastrohepatic ligament all the way to the right crus then I delineated the right crus and start taking the hernia sac inside the chest all the way around and on top of the esophagus after I work all the right side I come back end start working at the base of the crura and develop the retroesophageal window I was able to dissect the left crus as well and then I proceeded continue to dissect the sac from the chest on the right and left side as well after the sac was mobilized and was completely extrathoracic, the stomach was completely reduced and had enough esophageal length I proceeded and about halfway of the major curvature I got into the lesser sac and proceed to take the short gastric vessels all the way to the posterior row into the left crus then after this was done I use a penrose drain and wrap it around the esophagus and proceeded to close the crura, I used 3 interrupted silk stitches posteriorly and then proceeded to reinforce the repair with a bio a mesh, there was fixated to the crura in 3 different spots and then l passed 58 french bougie after the bougie was in I was able to grab the left side of the fundus of the stomach passing posteriorly to the retroesophageal window, I did a shoeshine maneuver and then proceeded to wrap a nissen fundoplication 360 degrees with 3 different stitches including the esophagus anteriorly after this was done I remove the bougie with no problems and then proceed to do an upper endoscopy for evaluation of the wrap, I break sterile technique went to the head of the bed inserted the scope under direct visualization basket all the way to the oropharynx to the esophagus to the stomach and then to the duodenum he has having a duodenitis and I proceeded to withdraw the scope into the stomach and I did a retroflexion the wrap was evaluated and looking good position and then after that I desufflated the stomach and proceeded to remove the scope from the stomach and the esophagus with no other findings after that I scrubbed again, and I proceeded to close the abdominal wall defect of the 12 mm with vicryl no. 1 with a suture passer and then the skin was approximated with 4-0 monocryl in subcuticular fashion, the patient tolerated the procedure without any apparent complication was left in the recovery room with stable vital signs.¿ [sic ] ¿ (B)(6) 2020: (B)(6) hospital. Implant record. ¿sheet matrix 7x10cm hiatal hernia repair.¿. Cat #: ¿hh0710.¿ lot #: ¿22228485.¿ size: 7cm x 10cm. Number used: ¿1 .¿ expiration date: ¿4/20/2023.¿ manufacturer: ¿zgeac wl gore .¿ ¿ pathology: not provided. ¿ (B)(6) 2020: (B)(6) hospital. (B)(6), pa. Cosigner: (B)(6) md. Discharge summary. Reason for admission: ¿hiatal hernia.¿ final diagnosis: ¿hiatal hernia.¿ hospital course: ¿patient underwent laparoscopic hiatal hernia repair with implantation of bio-a and nissen fundoplication and intraoperative upper endoscopy by dr. (B)(6) on (B)(6) 2020. Patient tolerated the procedure well. Intraoperative findings noted ¿good intra-abdominal esophageal length about 5 cm, right was done over a 58 bougie, intraoperative endoscopy showed good wrap'. Please see operative note for further surgical findings. Post operatively the patient's diet was advanced to full liquids, pain was controlled, and the patient was monitored for any post operative complications. He had some mild dysphagia and bloating but otherwise was feeling great pod [post operative day] #1. Has been tolerating clear liquids without major issues. No nausea or vomiting. Pain has been controlled. Lab work normal. Hemodynamically stable. At the time of discharge patient was hemodynamically stable and comfortable with the plan to discharge. By the time of discharge, all consulting physicians and attending had agreed that the patient was stable for discharge home.¿ ¿condition at discharge: stable. Discharged to home.¿ discharge instructions: ¿diet: full liquid diet for 2 weeks followed by soft diet for 2 weeks. Because you may become constipated after surgery, it is best to include fiber (ex. Bran, grains, vegetables) in your diet and plenty of water. In addition, you should take a stool softener until your bowel function normalizes. If you do not have a bowel movement in 48 hours, you may take one to two ounces of milk of magnesia with 4 ounces of warm prune juice and may repeat this twice in one day. If no results with this you may do a fleets enema.¿ follow-up instructions: ¿schedule an appointment as soon as possible for a visit in 2 weeks. Post-op visit & wound check .¿ revision preoperative complaints: ¿ (B)(6) 2021: (B)(6) hospital. (B)(6) md. Indications: ¿mr. (B)(6) is a 69-year-old gentleman that I did hiatal hernia repair with fundoplication 2 weeks ago is [sic] been complaining of left upper quadrant pain, has not been compliant with his diet, did a CT scan showed the possibility of paraesophageal hernia with the right being intrathoracic. I decided take [sic] him to the endoscopy suite for an upper endoscopy and there was concerning [sic] for there is wrap to be sleeping to the chest I was not sure about it so I decided taken [sic] to the operating room for exploration. I explained the risk and benefits of procedure to the patient and he agreed and consented for it .¿ revision procedure: diagnostic laparoscopy, intraoperative egd, repair of paraesophageal hernia. Revision date: (B)(6) 2021 [hospitalization (B)(6) 2021] ¿ (B)(6) 2021: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnosis: hiatal hernia. Postoperative diagnosis: partial slipped nissen. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Complications: gastrotomy on the right side of the wrap. ¿ wound classification: not provided. ¿ findings: ¿the upper part of the wrap was in the crura. Partial sleepiness and egd showed good wrap.¿ ¿ procedure: ¿I took the patient back to the operating room his plate [sic] supine on the table general esthesia [sic] was given surgical timeout was done, he received preoperative antibiotics, he was placed in the split leg leg [sic], started the operation making incision in the right upper quadrant, one of the previous ports and then under direct visualization gain access to abdominal cavity with an optiview technique then I inserted another 12 mm port in the left upper quadrant another 5 mm port in the left upper quadrant and then 5 mm port supraumbilical and I inserted the nathanson retractor subxiphoid to retract the left lobe of the liver, I did all of this under direct visualization once I had all the ports seen I was able to start the operation. I started the operation doing an upper endoscopy and I passed the scope under direct visualization through the oropharynx all the way to the stomach again I was not sure if the wrap was slipped so I left the scope in the mouth and then got inside the abdomen as described previously as able to see that most of the wrap was intra-abdominal but there was a just about a centimeter of the wrap that was intrathoracic especially on the right side, the mesh was stuck to the surrounding structures, I did sharp and blunt dissection to separate the stomach from the mesh and the crura, during this process a little part of the right side of the wrap was perforated, I close it within 1 layer with a 3-0 silk without any complications, was able to separate the rest of the wrap from the crura left and intra-abdominally and then I proceeded to put 1 stitch anteriorly on the crus to completely close the hiatus, the posterior part of the crus was fine and had bio-a on top of that there was very sticky and attached to surrounding structures, but then after that I was able to complete that anterior closure of the crura and the stomach was left in the abdomen, then the ng tube was deployed into the stomach with help with the scope, I left a round 19 drain on the right side of the crus into the stomach, the patient tolerated the procedure without any apparent complications besides a small gastrostomy that was done on the part of the wrap, and was left in the recovery room in stable vital signs .¿ ¿ pathology: not provided. ¿ discharge summary: not provided. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on (B)(6) 2020 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2021, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrence, pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.